Event description:
It was reported that customer claims prior to use with patient they filled the balloon with water to check it was good to use on patient after confirming the foley was good, they tried to refill the syringe to empty the balloon and place the foley catheter on the patient they could not empty the balloon. The syringe did not refill, the sterile water did not return to the syringe, and they had to discard foley. This has occurred as the mention in various times but cannot be precise on how many lot # ngjn0397, lot # ngjn0449, lot # nghz2615.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿valve damaged, poor molding ". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer claims prior to use with patient they filled the balloon with water to check it was good to use on patient after confirming the foley was good, they tried to refill the syringe to empty the balloon and place the foley catheter on the patient they could not empty the balloon. The syringe did not refill, the sterile water did not return to the syringe, and they had to discard foley. This has occurred as the mention in various times but cannot be precise on how many (lot # ngjn0397), (lot # ngjn0449), (lot #unk), (lot # nghz2615).